Event description:
The customer reported the unit's touch screen is not working correctly and cannot touch the right side of the display. Due to this nibp was not able to register. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the device investigation is completed.

Manufacturer narrative:
This report is based on information provided by field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device logs are not showing/displaying errors. The engineer troubleshot the device and noticed that nbp would not register. The device was sent to bench repair. The engineer confirmed that the issue is with the device touchscreen and confirmed that nbp would not register, because the units touch screen is not working correctly due to a right side malfunction. The engineer replaced the display to address the issue and the device was returned to full functionality. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The bench technician replaced the display to resolve the issue. It has been concluded that no further action is required at this time.